Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that patient was unable to turn on and charge the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.